Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 (mg/dl). Customer consumed fruit and sweets to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support for future bg events.